Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Result: the reported event was confirmed via correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely root cause was determined to instantaneous overload applied on the cage after the supplemental fixation system was broken.

Event description:
It was reported that the cage was discovered fractured at the level of l4/l5 in an x-ray, post operatively. There was no fusion in the cage. Initial surgery took place on (B)(6) 2016, after which the patient experienced pain and visited the doctor¿s office. In addition to the cage, the patient was implanted with another device manufacturer's screws and bone graft. The screws were reported broken and imaging indicated there is an inflammation response to the other device manufacturer's bone graft around the cage.upon follow-up, it was reported that the patient will undergo revision surgery.additional information (B)(6) 2018: revision surgery took place on (B)(6) 2018. A new cage was implanted along with supplemental fixation system. The patient is doing well after the revision surgery. The original supplemental fixation system was explanted and retained by the patient. 2 screws and 1 rod were reported broken.

Event description:
It was reported that the cage was discovered fractured at the level of l4/l5 in an x-ray, post operatively. There was no fusion in the cage. Initial surgery took place on (B)(6) 2016, after which the patient experienced pain and visited the doctor¿s office. In addition to the cage, the patient was implanted with another device manufacturer's screws and bone graft. The screws were reported broken and imaging indicated there is an inflammation response to the other device manufacturer's bone graft around the cage. Upon follow-up, it was reported that the patient will undergo revision surgery.

Event description:
It was reported that the cage was discovered fractured at the level of l4/l5 in an x-ray, post operatively. There was no fusion in the cage. Initial surgery took place on (B)(6), 2016, after which the patient experienced pain and visited the doctor¿s office. In addition to the cage, the patient was implanted with another device manufacturer's screws and bone graft. The screws were reported broken and imaging indicated there is an inflammation response to the other device manufacturer's bone graft around the cage. Upon follow-up, it was reported that the patient will undergo revision surgery. Additional information 03/26/2018: revision surgery took place on (B)(6), 2018. A new cage was implanted along with supplemental fixation system. The patient is doing well after the revision surgery. The original supplemental fixation system was explanted and retained by the patient. 2 screws and 1 rod were reported broken.